Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: a visual inspection of the pump showed no damage to battery compartment threads. A test battery cap was able to be tightened and removed from the pump with no issues. The returned battery cap slot on the top of the cap was stripped making it difficult to remove cap from a test pump; the cap became stuck. The battery cap contact height measurement was found to be out of specification. The contact width measurement was within specifications.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.